Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. It was also observed that the lv lead exhibited loss of capture due to the lead dislodgement, which was confirmed by x-ray. During the lead revision procedure, upon removal of the lv lead, saline flushing of the inner lumen resulted in leakage from the mid-portion of the lead, revealing an insulation breach. The lead was explanted and replaced. The patient was in a stable condition.